Manufacturer narrative:
The tandem user guide states: do not use any other insulin with your system other than u-100 humalog or novolog. Only humalog and novolog have been tested and found to be compatible for use in the system. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump prompted customer to fill tubing multiple times. There was no reported impact to customer's blood glucose. During troubleshooting, it was found that customer was using off label insulin. Tandem technical support advised against this, and customer acknowledged. No further information was obtained as customer declined troubleshooting with tandem technical support.